Event description:
As reported by the user facility: date of event - 30 incidences since (B)(6) 2013. Event: reports unable to remove the asv valve from caresite. The anti-siphon valves were collected from both 3rd floor and 4th floor. All of these valves, except one, could not disconnect from the caresite luer access device, therefore, this device needed to be changed out on the PICC or central line. The IV fluids/medications infusing for the asv difficult disconnects were ns, d51/2ns, albumin, zosyn, or tpn. The type of set involved with each asv difficult disconnect was the infusomat space pump IV set ((B)(4)). These asv difficult disconnects had something infusing all the time, whether it was IV fluids infusing at kvo to keep the line open, tpn, or IV antibiotic in between ivf. The asv is removed when the infusomat pump IV set is changed out every 96 hours. The caresite luer access device is changed out with each dressing change every 7 days or when drawing blood/blood cultures from a pt's PICC or central line. No pt injury or intervention was required, however, in an emergency situation, the facility feels this could be a safety issue.

Manufacturer narrative:
(B)(4). Multiple f/u attempts to the facility to obtain the sample were unsuccessful. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If the sample is received or if add'l pertinent info becomes available, a f/u report will be filed.